Manufacturer narrative:
Product complaint # ==> (B)(4). Additional information was requested and the following was obtained: what was the date of the initial procedure c-section? (B)(6) 2018. Can you confirm the event date was (B)(6) 2018? Yes. What was the date of the second procedure? (B)(6) 2019. Was there any patient event prior to the symptoms (cough, fall, etc)? Patient had pain can you identify the lot number of the pds suture z340? N/a. Will product be returned, return date, tracking information? No . I have asked for response from the nurse about the other questions but unfortunately no more information to add at the moment.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the initial procedure c-section? What was the tissue location of the placement of suture? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was suture initially placed (interrupted or continuous)? What post op date did the patient present with pain and symptoms? Can you confirm the event date was (B)(6) 2018? What was the date of the second procedure? Was there any patient event prior to the symptoms (cough, fall, etc)? Can you describe the appearance of the suture during the second procedure? Was the suture found broken, was it in the middle, knot or the end? Can you identify the lot number of the pds suture z340? Will product be returned, return date, tracking information? The patient demographic info: age, weight, bmi at the time of index procedure? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient current status?

Event description:
It was reported that the patient underwent c-section on an unknown date and suture was used. The patient came back with pain after the operation and it was discovered that the suture had gone off. The patient was reoperated. Additional information has been requested.